Event description:
The user facility reported that the physician successfully deployed the angio-seal device on (B)(6) 2023; however, the product expired on 31 jan 2023. The patient was being monitored and there are no complications including infection at this time. The patient had been notified and the hospital reported the incident. There was no patient injury/medical or surgical intervention required. There were no issues or complications. The outcome of the procedure was successful. Additional information was received on 01 mar 2023: the procedure performed was a peripheral angiogram. No other devices were used with the angio-seal involved.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for device misuse. The likely cause was determined to have been use of an expired product. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).